Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, when performing duodenal resection, the device was set up and the physician pressed the blue button, but could not fire. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.